Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney. On ni/ni/2004 - repair of ventral hernia with ventralex mesh. On (B)(6) 2008 - exploratory laparotomy excision of ventralex mesh, small bowel segmental resection with primary anastomosis, and placement of a non-bard graft. The operative report noted that the edges of the ventralex mesh on both the right and the left had curled inward allowing exposure of the marlex surface, small bowel was stuck and adhered to this causing bowel obstruction. On (B)(6) 2008 - re-suturing of abdominal wound for a superficial skin dehiscence and seroma.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. The medical records indicate that the pt was treated for adhesions and seroma, both of which are known possible adverse reactions listed in the IFU. There was no lot number included in the medical records provided; therefore, a review of the mfg records could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no add'l conclusion(s) can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.